Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Additionally, log file analysis revealed a controller power-up event on (B)(6) 2019. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 8 seconds. Furthermore, review of the controller log files revealed consistent power consumption above normal operating range during the analyzed period; however, no alarms were logged within the analyzed period. As a result, the reported event was confirmed. There is no evidence a power source lubrication procedure was performed on the associated devices. Based on the risk documentation, the most likely root cause of the high-power event can be attributed to multiple factor s, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the reported ¿power switching¿ event can be attributed to momentary disconnections between the controller and batteries. It is possible the observed contamination in the power ports contributed to the power switching events. The most likely root cause of the contamination within the power ports can be attributed to handling of the device. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. D4: serial #:(B)(4), h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 180, 331 h6: FDA conclusion code(s): 12, 19, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: product ID: 693565 lead, implanted: (B)(6) 2012, product ID: 407652 lead, implanted: (B)(6) 2012. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#:(B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 10-sep-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-aug-2017. Labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced power switching and an unexpected loss of power. The controller was exchanged. No patient complications have been reported as a result of this event.